Event description:
During testing at the user facility it was noted that the device door roller was missing. The device was in the biomedical department with an unsigned that stated, pump had broken door and door handle. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in the critical therapies while the device was clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller was missing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.